Manufacturer narrative:
Due to character restrictions in block e1 event site telephone: (B)(6). A getinge field service engineer (fse) on november 8, 2024, went to the customer's site and performed factory-specified tests. Fse confirmed that the battery could not be charged due to long-term use and needed to be replaced.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) device could not be charged. There was no patient involvement.